Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were experiencing sudden painful surges and an increase in frequency of symptoms when stimulation was decreased. Patient lowered stimulation from 3.1 or 3.2 to 2.7 but then was going to the bathroom every hour so they increased to 3.0 and stated they felt stimulation only slightly. Additional information received from health-care professional as cause of the painful surges thought to be the increase in amplitude on device settings. Device settings were left at lowered amplitude as of now to resolve the painful surges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.